Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited undersensing. The ventricular sensitivity was reduced and the patient would be scheduled for reassessment in 6 months.